Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " on (B)(6) 2025, when the ICU doctor at (B)(6) hospital affiliated to (B)(6) implanted the device, the guidewire got stuck in the puncture needle and could not be withdrawn. Therefore, the guidewire and puncture needle had to be withdrawn together, and a new catheter was re-inserted for catheterization. The customer said the swg unraveled, no harm for the patient. The patient condition is fine. Associated complaints 3006425876-2025-01157 .

Manufacturer narrative:
(B)(4).the report of an unravelled guide wire was confirmed through examination of the customer supplied video; however, analysis of the returned samples revealed that they do not match the sample shown in the video. Furthermore, visual and dimensional analysis revealed that the returned samples do not match the components normally included within the reported finished good. Kinking was visible on the guide wires, but no unravelling or separation was observed. No manufacturing defects were found during this investigation. Arrow guide wires of the size normally included within the reported finished good are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the required standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed on the reported finished good and no findings were identified. Based on these circumstances, the observed damage on the returned samples appears consistent with undue force applied during insertion; however, due to the discrepancies, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2025, when the ICU doctor at (B)(6) hospital affiliated to (B)(6) university implanted the device, the guidewire got stuck in the puncture needle and could not be withdrawn. Therefore, the guidewire and puncture needle had to be withdrawn together, and a new catheter was re-inserted for catheterization. The customer said the swg unraveled, no harm for the patient. The patient condition is fine. Associated complaints 3006425876-2025-01157 and 3006425876-2025-01160."